Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during service / maintenance, the subject device had a communication error. There were no reports of patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty receiver and transmitter modules. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Error e226 (scope communication error) was reproduced due to a failure of the rx and txrx module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.